Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
Pt presented with pain post-essure placement. Physician ran all types of tests to rule out any other issues and finally decided to remove the devices. Devices were removed laparoscopically/salpingectomy. Pt's pain subsided and is fine post procedure.